Event description:
The customer alleges that the filter was found to have a closed and sealed end. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.